Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating they had issues with their insulin pump hand had changed the reservoir/infusion set seven times. The customer's blood glucose level was around 314 mg/dl at the time of the incident. The customer stated hey called the paramedics for assistance. The customer could not hear very well over the phone and stated that they will call back at a later time to address the issue. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.